Event description:
A pediatric pt was positioned supine in a mayfield triad skull clamp (B)(4) that had been applied with pediatric skull pins with 45 lbs of pressure placed on the torque knob. Right before the bone flap was going to be created, it was noted that the pt's head shifted greater than (>) 2cm, and as a result the navigation had become erroneous. There was no laceration involved with this event. The pins were still seated in the original position. The surgeon needed to close, re-pin and re drape the pt and apply a new clamp. The new clamp still had approximately the same amount of play in it as did the first clamp. There was a delay in surgery of 1 hr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.